Event description:
It was reported that there was a crack on the luer lock of a homechoice automated pd set with cassette where it connected to the cassette line. This occurred during set-up for peritoneal dialysis therapy. The patient stated that when they connected the luer lock to the solution bag and tried to break the frangible, the luer lock broke. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.